Manufacturer narrative:
Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
This event occurred in (B)(6). Occupation - the occupation is lay user/patient. Device evaluated by MFR: the customer has no strips left to return.

Event description:
The initial reporter stated that a patient received an erroneous result when testing with coaguchek xs meter serial number (B)(4). A sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 2.9 inr. Within one hour, a sample from the patient was tested using the meter, resulting with a value of 1.9 inr. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range is 2 - 3 inr. The patient is not taking any new medications. The patient's product was requested for investigation but there are no remaining test strips available for return. The patient's meter was returned for preliminary investigation where it was tested using retention test strips (different lot number 31404711) and retention controls. The materials were also measured with a retention coaguchek xs plus meter and retention coaguchek xs meter for comparison purposes. Testing results (qc range = 1.8 - 2.8 inr): retention coaguchek xs plus meter with retention strips = 2.2 inr, 2.3 inr, 2.2 inr. Retention coaguchek xs meter with retention strips = 2.2 inr, 2.3 inr, 2.3 inr. Patient meter with retention strips= 2.2 inr, 2.3 inr, 2.2 inr. No faults observed during testing. All results are within range. Relevant retention test strips (lot 345221) were tested in comparison with the master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Since the affected product was not returned, the investigation could not be completed. The investigation did not identify a product problem. The cause of the event could not be determined.